Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and the battery longevity status bar was gray, indicating low battery voltage. It was noted that the device was in a warmer for about an hour and was reinterrogated and the observation message of remaining longevity is not available potentially due to cold temperatures displayed again. The device was not used and there was no patient involvement.